Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing system o-rings were replaced and the co2 canister was reseated. The unit was returned to service. The customer contact reports there was no patient information available.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.